Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the gap between the acoustic lens and ultrasound probe could not be determined. It is possible that the issue was caused by a handling mistake or wear and damage caused by an increase in usage and time. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿important information ¿ please read before use warnings and cautions caution: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. To prevent unnecessary patient exposure to ultrasound radiation, follow the ¿as-low-as-reasonably achievable¿ (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasound energy is emitted.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus, the evis exera ii ultrasound gastrovideoscope had optics and transducer defects. Upon inspection and testing of the customer returned device, a gap was found in the adhesive on the distal end and stain entered inside the lens through the gap. In addition, there was a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, heavy scoring was found, t-nut loose, due to wear of lock engagement lever, up/down knob could not be locked securely, due to adhesive peeling on a-rubber, insulation resistance value at distal end does not meet the standard value, due to a crack on objective lens, the image had dark area partially, due to damage on ultrasonic cable, the number of missing elements exceeds the standard value, due to damage on ultrasonic probe, displayed ultrasound image defective with missing elements, distal end deformed, adhesive on angle rubber had discolored area, connecting tube coating peeling, due to a dent on bending tube, bending angle in up direction exceeds the standard value, light guide lens scratched, angle rubber wear, and due to wear of angle wire, bending angle in up direction did not meet the standard value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.